Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) output connector nut was missing and connector was pushed into the case. It was also indicated that a label was damaged. It was also indicated that the display wires had pinched insulation but was not compromised. These parts were replaced and the epg passed final functional and system tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a connector locking nut and the connector was pushed into the unit. The epg was returned for service. No patient complications have been reported as a result of this event.